Event description:
Unomedical reference number (B)(4). Event occurred in germany on (B)(6) 2022, it was reported that while normal routine work, the patient faced a bent cannula which led to high blood glucose level (850 mg/dl) that began on (B)(6) 2022. The patient also experienced weakness, felt unwell, increased thirst, vomit and later ventricular filtration and kidney failure. Therefore, the next day, on (B)(6) 2022, at 06:00 am, the patient was admitted to the hospital due to high blood glucose level. Reportedly, the site location was patient's abdomen, and the infusion set was last changed on (B)(6) 2022. Further, the patient was transferred to the intensive care unit and stayed there for 3 days. The patient's blood glucose level was brought down to 320 mg./dl after the patient was released from the intensive care unit. During hospitalization, the patient received insulin drip as corrective treatment. After spending 7 days in the hospital (including 3 days in intensive care unit), the patient was released from the hospital. Currently, the patient's blood glucose level was 206 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.